Event description:
The patient contacted animas on (B)(6) 2012 stating that all the keypad button responses were delayed and required multiple presses to elicit a response. The patient reported intermittent unresponsiveness occurred after dropping the pump and denied damage to the keypad. The patient reportedly wore the pump exterior to a garment and did not clean the pump. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up arrow and down arrow keypad buttons responded to presses intermittently; all other keypad buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts.